Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue. Additional findings not related to the malfunction/issue included the direct current (d/c) cable was pushed in and required replacement of the d/c cable and connector. No repairs will be performed as the device will be scrapped.